Manufacturer narrative:
The pod was received with cannula not deployed. Download data showed that it completed only first priming, and then got deactivated before completing second priming to deploy needle. No issues were found in the device that would contribute to a needle mechanism failure.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44927. Expiration date changed from unavailable to 12/21/2020. Model no changed from 14810 to 19191. Catalog no changed from zxy425 to zxp425. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Correction to h(4): device mfg date changed from unavailable to 6/21/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported the needle did not retract; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.